Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had under delivering an insulin specifically the bolus and had high blood glucose level. Customer have issue while delivering bolus and he thinks that the insulin pump was not delivering. The customer¿s blood glucose level was 228 mg/dl and 339 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. The customer was treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly noted during testing. However, pump error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at keypad assembly.